Event description:
Evaluation summary: the stent was positioned between the marker bands and was not damaged. The hypotube had detached 36.5cm distal to the strain relief. The detachment sites were oval and jagged. There were numerous kinks along both portions of hypotube. Image review: the images confirmed the description provided in the procedural notes. The pelvic arteries were reviewed with an arteriogram - confirming a degree of vessel disease. Stents were deployed in the right and left iliac arteries. After multiple arteriograms of the left leg, showing a bypass graft that appeared to be occluded, the anterior tibial artery was treated with cryoplasty followed by deployment of 2 stents. The images showed no evidence of the delivery and withdrawal of the resolute integrity stent or didn't show images of the catheter shaft break.

Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in the anterior tibial artery which was reported to be a very difficult lesion exhibiting 99% stenosis. No abnormalities were noted during device preparation. It is confirmed that difficulty was encountered crossing an acute bifurcation. As the device was being withdrawn the shaft of the device snapped in half. The entire device was removed successfully. The lesion was treated with another stent. No clinical sequelae reported.

Manufacturer narrative:
Evaluation results: unapproved use of device-resolute integrity stent is not indicated for use in the anterior tibial artery. Patient's condition affected effectiveness of device-the root cause of the reported difficulties were most likely due to the patient vessel/lesion morphology. Evaluation conclusion: unapproved use of device-resolute integrity stent is not indicated for use in the anterior tibial artery. Patient's condition affected effectiveness of device-the root cause of the reported difficulties were most likely due to the patient vessel/lesion morphology. (B)(4).

Manufacturer narrative:
Evaluation results: deformation problem.